Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece for analysis with all four tines revealed to be intact and undamaged. Visual examination of the lead revealed the electrode to be pushed out of the insulation at the distal region. The cause of the reported event of lead damage is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, lead damage was visually confirmed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.